Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace instrument was found to have the blade broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found with a broken blade at the base. A piece measuring approximately 0.084" x 0.428" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used a backup instrument to continue the procedure and indicated that the instrument did not collide with any other instruments or other hard material during use. The instrument was in use for around 30 minutes prior to the issue.

Event description:
Refer to h10/h11 for follow-up information.